Manufacturer narrative:
Examination of the returned item confirms the complaint; surgeon broke the threads of the summit hip extractor. The date code, (B)(4), indicates the instrument was manufactured in august of 2004 and is over 12 years old. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon broke the threads of the summit hip extractor tool trying to remove a stem.